Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, while using a matrixrib fixation system, the end of the matrixrib plate has popped up off a rib after inserting several unknown matrixrib self drilling screws. The surgeon removed the plate and noticed that the rib bone had split along the screw holes. As a replacement, a longer plate was used with matrixrib self drill screws which achieved satisfactory fixation. Three (3) more ribs was plated with no other issues. It is unknown if there was a surgical delay. Patient status is unknown. Concomitant device reported: unknown matrixrib screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown matrixrib plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
510k: this report is for an unknown matrixrib plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, while using a matrixrib fixation system, the end of the matrixrib plate has popped up off a rib after inserting several unknown matrixrib self drilling screws. The surgeon removed the plate and noticed that the rib bone had split along the screw holes. As a replacement, a longer plate was used with matrixrib self drill screws which achieved satisfactory fixation. Three (3) more ribs was plated with no other issues. It is unknown if there was a surgical delay. Patient status is unknown. Concomitant device reported: unknown matrixrib screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown matrixrib plate. This is report 1 of 2 for (B)(4).